Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the cdh29 instrument anvil would not screw out to be attached. There was no consequence to the pt.